Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000159888.

Event description:
It was reported that during the patient's implant procedure on (B)(6) 2024, patient started throwing up while under anesthesia. As a result, the procedure was aborted, the implanted leads were explanted, and patient was flipped to clear the airway. The patient later returned to a stable condition. It is unknown which lead caused the issue.